Event description:
Olympus was informed that the user facility had not been reprocessing the auxiliary water channel of the subject device for an unspecified period. The user facility did not have the auxiliary water tube (maj-855). The user facility further reported that this subject device was the only colonoscope they have that has the auxiliary water channel, and this colonoscope was provided to them as a loaner from either another hospital or non-olympus third-party service provider. The user facility is currently utilizing a steris system 1 as their automated endoscope reprocessor (aer). There were no reports of any pt or user infections.

Manufacturer narrative:
No devices were returned for eval. Based upon the info provided, the user facility was not reprocessing their endoscopes in accordance to the instructions for use. The user facility had been reprocessing the subject device in an aer, but had not been reprocessing the auxiliary water channel. An olympus endoscope service specialist (ess) has visited the user facility, and provided in-service training regarding the appropriate reprocessing of endoscopes. The ess has also provided the user facility reprocessing dvd¿s and educational materials for add¿l reference. This report appears to be due to user error. This report is being submitted as a medical device report in an abundance of caution.